Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump was delivered properly all programmed bolus during testing. No unexpected motor/pump noise anomaly noted during bolus delivery. The insulin pump was received with cracked case at display window corners, display window, belt clip slot and battery tube threads. The insulin pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they had delivery anomaly with the insulin pump. The customer reported that they felt like the insulin pump was over and under delivering. The customer's blood glucose was 338 mg/dl at the time of incident. The customer's blood glucose was 207 mg/dl at the time of hospitalization. The customer's blood glucose was 280 mg/dl at the time of call. The customer stated that they had reading of "hi" blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer mentioned that the motor was making noise. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.